Event description:
The pt's spouse could not wake pt. Spouse performed a blood glucose test on the suspect device and obtained a reading of 99 mg/dl. Spouse then called emergency medical technicians. Emergency medical technicians arrived and tested pt's blood glucose on their meter and the result was 16mg/dl. Pt was taken to the hosp and given a glucose IV before being released.